Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a pressure sore on his spine under the distribution node. The patient consulted his nurse who placed a band-aid on the affected area. Follow-up indicated that the skin irritation had improved.